Manufacturer narrative:
Product event summary the full lead was returned and analyzed,and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead the patient experienced pericardial effusion and lead perforation. It was also reported the rv lead exhibited high thresholds and no capture. The patient was hospitalized and surgical intervention was performed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.